Event description:
Consumer claims leaning against the heating pad in bed for back pain. She felt uncomfortable, but used it again the next night and was more uncomfortable. She sought medical treatment and states she was diagnosed with pressure wound. She believes they were caused by the heating pad.

Manufacturer narrative:
Consumer was leaning against the heating pad which is a direct violation of the instructions and warning provided. There was not a malfunction and the product met or exceeded all ul130 standards.